Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed on an unknown date 10 years ago, the patient experienced the breakage of the post of one (1) lgn xlpe ps insert sz 5-6 11mm. This adverse event was treated by a revision surgery on (B)(6) 2026, in which the implant was exchanged. The current health status of the patient is unknown.

Manufacturer narrative:
Additional information: the associated device was returned and evaluated. The visual inspection revealed that the insert is significantly worn and discolored. One area of the posterior edge of the superior surface is deformed with significant material loss, and the post is fractured off the device and severely degraded. The lock detail is slightly deformed in several areas. The observed deformation and/or fracture of the implant may be attributed to abnormal loading conditions, excessive mechanical forces, anatomical variations and/or patient anatomy, and/or injury. Additionally, based on the conclusions of the product history review and the device evaluation, further product evaluation is not required because there is no evidence that a manufacturing deficiency occurred. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with material specifications, the quality and manufacture of ultra-high-molecular-weight polyethylene (uhmwpe) and 10 mrad cross-linked uhmwpe shall be controlled. These materials are used in the manufacture of surgical implants and instruments, and can be considered a surgical grade of uhmwpe and cross-linked polyethylene. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.